Event description:
On x-ray, it was found that the ipg migrated causing loss of communication with the therapy discs. Revision to move the ipg was performed. The original implant was moved to a new pocket. No further communication issues have been reported.